Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic heart catheterization procedure on an unknown date. Access to the common femoral artery (cfa) was obtained via a 6f procedural sheath. A pre-procedural femoral angiogram showed no presence of calcium. Following the procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. The physician reportedly deployed the device and upon retracting the balloon to the arteriotomy, a balloon rupture occurred. The device was removed and the physician converted the patient to manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.